Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: parry ja, et al. (2020), screws are at a safe distance from critical structures after superior plate fixation of clavicle fractures, european journal of orthopaedic surgery & traumatology, volume 30, page 227-230, (USA). The purpose of this study was to identify patients who received a chest computed tomography scan after superior plate fixation of the clavicle in order to examine the distances between subclavian vessels and prominent screws. From 2009 to 2017, 19 patients with a chest computed tomography scan after superior plate fixation were included in the study. Average patient age was 47 years old (range, 19¿85 years), 17 of the 19 were male. All patients underwent fixation using an unknown synthes pre-contoured superior 3.5 locking compression plates. The 19 patients had a total of 142 screws with 21, 39, and 82 screws in the medial, middle, and lateral thirds of the clavicle, respectively. Average time from surgery to the chest CT was 6 months (range, 0¿37 months). Average follow-up time was 16 months (range, 3¿46 months). Complications were reported as follows: 1 patient had a re-fracture of the clavicle 5 months postoperatively secondary to trauma, requiring revision open reduction and internal fixation. This report is for the unknown synthes screws. This is report 2 of 2 for (B)(4).